Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (500 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels.